Event description:
The clinician reports that the day the implant was placed in ada 19, failure occurred upon insertion. Primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and fistula. No further patient complications were reported.